Manufacturer narrative:
Fdp code (B)(4) no longer applies to the file and was removed from coding based on additional information received.

Event description:
Follow-up information was received from the manufacturer representative (rep) reporting that it was unknown when the patient first started experiencing lack of therapeutic benefit. The rep reported that the electrocution the patient experienced was unrelated to the patient's device. The rep went on to report that the patient was interacting and working with a source unrelated to their ins when the electrocution occurred. The rep reported that troubleshooting was conducted using different electrode combinations with no change. MRI and CT scans were ordered to further determine if there were any, but none were found. The rep reported that the patient's healthcare provider (hcp) was unsure what exactly was affecting the system therapy. The rep reported that the patient received a partial system revision of their lead extensions and ins devices on (B)(6) 2017, but was unknown at the time if the patient's problem still existed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that all of the devices listed including both leads and the ins were removed and replaced on (B)(6) 2017. The rep also provided the lot numbers for the implanted devices.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The rep reported that the patient was having exploratory surgery today because they have not been getting any therapeutic benefit. The rep reported that the system initially was working just fine for several months post implant but the patient has since been involved in a minor car accident and experienced electrocution on at least 2 occasions, which they feel had affected the system. The rep reported that an x-ray was done and confirmed that the leads were in the right target and there were no other anomalies. The rep reported that multiple impedances were taken and all came back normal, and threshold testing was done with different electrodes, with the patient programmed at 0.7v left, 1.8v right. The rep reported that the ins voltage was at 2.99v. The rep reported that the concern remained that the patient was not receiving therapy, and so the hcp explanted and replaced the patient's extensions and ins. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that all troubleshooting methods have indicated no issues with the patient's system from the healthcare provider's (hcp) stand point. No further patient complications have been reported as a result of this event.